Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on around (B)(6) 2016 with blood glucose of 80 mg/dl or as low as 40 mg/dl at the time of the incident. The customer had a low carb meal and over corrected for the meal. The customer experienced symptoms such as loss of consciousness. He was hospitalized; the customer was wearing his insulin pump at the time of admission. Troubleshooting was not completed as the customer was more concerned about a high blood glucose issue. Customer also reported a low incident where he was hospitalize before he got on the insulin pump. The insulin pump will not be returned for analysis.